Event description:
The customer contacted stryker to report their device delivered defibrillation energy at an unexpected level. In this state the device may not deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.